Manufacturer narrative:
A steris service technician arrived onsite to inspect the processor and observed water on the floor. The technician cleaned up the water and continued to inspect the processor. The steris technician stated that an employee started a cycle but did not close the lid of the processor correctly thus causing the reported event to occur. The processor lid was unable to be closed properly as the tray was not placed into the unit correctly leaving the processor seal partially open allowing water to leak out. The technician showed the employee the proper positioning of the tray. The technician removed the drip pan and cleaned the probes and confirmed the system 1e to be operating to specifications. The processor was returned to service and no additional issues have been reported. The operator manual states (pp. 7-4), "if resistance is met, stop, inspect positioning of the processing tray/container, device and aspirator assembly." A steris account manager offered in-service training on the proper use and operation of the system 1e however, the user facility declined.

Event description:
The user facility reported that water was leaking from their system 1e processor. No report of injury, procedural delays or cancellations.